Event description:
It was reported that the valve leaked.

Manufacturer narrative:
The valve was not patent due to a hole in the bottom of the delta chamber. This damage precluded all further testing. The valve did not pass leakage testing because of this damage, as well. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.